Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes provided erroneous results. No report of serious injury or medical intervention.

Manufacturer narrative:
All information pertaining to this report can be found on (B)(4). Corrected the follow up.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes provided erroneous results. No report of serious injury or medical intervention.

Manufacturer narrative:
B.3. Date of event: unknown.the date received by manufacturer has been used for this field. 2017-01-30.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes provided erroneous results. No report of serious injury or medical intervention.

Manufacturer narrative:
Additional information: the device history records were reviewed for batch 6187960 with no issues being identified.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes provided erroneous results. No report of serious injury or medical intervention.